Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that there was a leak in a new 9 size tracheostomy tube. The issue was found while checking the tube at the time when it was taken for the case. There was no patient injury or adverse affects.